Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155319.

Event description:
Voluntary medwatch received states that patient's lead exhibited sensing issue. The patient status was unknown.